Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and verified that memory was full, and that x-ray was not available. Upon examining the log file, rse discovered a frontal ip-pc problem. Rse successfully reloaded the ippc operating system, and the software effectively regenerated the image store. The ip pc's operating system and software were reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the customer was unable to perform an x-ray and the memory was full. No harm has been reported to philips. Philips has started an investigation of this complaint.